Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter leaked. The following information was provided by the initial reporter: leakage noted at connection point of bd angiocath 22g and one-link catheter extension set.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter leaked. The following information was provided by the initial reporter: leakage noted at connection point of bd angiocath 22g and one-link catheter extension set.

Manufacturer narrative:
H6: investigation summary a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 2021886, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed media present in the adapter with a bent catheter. There also appeared to be blood in the threads of the connected device, but leakage could not be verified from the provided photo. A physical device would need to be provided for further inspection. Therefore, based off the provided photo the reported defect could not be verified. Unfortunately, without a physical sample available for testing a definitive root cause could not be determined.